Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had pump stops while connected to the mobile power unit (mpu). It was noted that the patient had a taped driveline and that the patient occasionally slept on batteries. Log file review captured low speed and pump stop events on (B)(6) 2022 while using the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Additionally, the reported damage to the outer jacket of the patient¿s driveline could not be confirmed as no images of the damage were provided and the device was not returned for evaluation. The system controller log file contained data from 04sep2022 through 28sep2022. Intermittent low speed events were captured beginning on 28sep2022 resulted in pump stop events on 28sep2022 at 09:36:23 and 09:37:15. These events occurred while the patient was connected to the mobile power unit (mpu). No other notable events or alarms were captured ¿ the only other events recorded were associated with routine power source exchanges and pi events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), until 27oct2022 when the patient underwent a heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.